Event description:
As reported, during a left heart procedure, air bubbles were noted in the tubing of the closed system/protection station packaged within the navilyst convenience kit. A stream of air bubbles was noted when saline was aspirated. No air was injected and there was no pt injury. The used device was disposed of at the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2010 navilyst medical complaint report was reviewed for the product family of convenience kits and the failure mode of "air in system." No adverse trends were noted. The directions for use packaged with the kit contains a statement: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Examine product carefully for entrapped air and fully debubble prior to injection." It is possible that the end user overtightened the connection between devices resulting in a crack, however, as no sample was returned for eval, the root cause of the event is unable to be determined. Mfg process controls in place during the assembly of the closed system/protection station include visual verification that the components have been assembled correctly. Additional inspections include verification that all bonding has been performed correctly, inspection of tubing for kinking, and a manual pull test on bonded tubing joints. Process controls for kit assembly include instructions to have all connections firmly attached, being careful not to over tighten. (B)(4).